Manufacturer narrative:
Product event summary: analysis confirmed the reported event; need to hold pressure on the connection to interrogate non-wireless using a known good head. The rf (radio frequency) head connector found loose on the lem (link electronic module) printed circuit board assembly.

Event description:
It was reported the connection of the programmer head needs to be jiggled in order to interrogate a device. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).